Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-03705. Follow-up revealed the leads were explanted and replaced on (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report #: 1627487-2016-03705. It was reported the patient lost stimulation. The patient fell about a year ago but an sjm representative was able to program the patient and provide effective stimulation back then. An impedance check revealed high impedances on all contacts. X-ray was taken but did not show any anomalies. Trouble shooting was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.